Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The surgeon just tried to open the device with the release button. A manufacturing record evaluation was performed for the finished ec45al, with lot/batch number a97109, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device could not be opened after insertion through the trocar. Another device was used and the procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.